Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 1 of 2. Related manufacturer reference number: 1627487-2019-07485.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event and device information. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2; related manufacturer reference number: 1627487-2019-07485. It was reported the patient¿s leads migrated. To address the issue, the physician explanted and replaced the leads with new models. Postoperatively, effective therapy was restored.